Event description:
Physician was attempting to place an arterial line. When attempting to threat the guide wire the cannula kinked inside of the patient's artery and was almost unable to be retrieved. The physician was ultimately able to retrieve the catheter.